Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) were not responding to the surgeon's commands. The robot arm clamp was removed to remove excess dirt and the tip cover was removed to analyze its integrity and after this action, it was seen that the steel cable was broken, requiring replacement. The clamp cleaning process was carried out and separated for return. The procedure was completed with no reported injury.